Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents (DHR) for both the threaded rod and the nut. The items returned were documented as meeting specifications prior to distribution. The functional test revealed that all products are still functional; the reported event could not be reproduced. No signs of friction corrosion were found on the threads of rod and nut. The appearances of damage suggest rough handling.

Event description:
It was reported that the doctor put the extraction nut on the threaded rod, tightened down, used too much torque and it broke. Previous surgeries were of competitive product.

Event description:
It was reported that the doctor put the extraction nut on the threaded rod, tightened down, used too much torque and it broke. Previous surgeries were of competitive product.